Event description:
It was reported that the patient had inappropriate shocks due to the oversensing of electromechanical noise. For one of the shocks, the patient was bending down to get a dog leash. The sensing vector for the two shocks was set to the primary vector. Office testing was not able to reproduce the noise. The device was reprogrammed to the alternate sensing vector. There were no additional adverse patient effects. The system remains implanted.